Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Component analysis revealed the black foreign matter to be silicone rubber and the white foreign matter to be polymethylpentene. Silicone rubber is used in components such as the air/water button gasket, the water supply tank inlet gasket, and the rubber at the injection tube attachment point. Polymethylpentene is a plastic used in medical devices such as syringes and is also used in the water supply tank cap. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.